Event description:
On (B)(6) 2013, the pt was implanted with three gore excluder aaa endoprostheses to treat abdominal aortic aneurysm. The pt tolerated the procedure with no adverse event. On (B)(6) 2013, the pt experienced lower extremity pain and coldness. On (B)(6) 2013, f/u imaging revealed invagination and occlusion of the ipsilateral limb of the trunk-ipsilateral leg component near the flow divider. It was reported that due to implanting the trunk-ipsilateral leg component and contralateral leg component in the tight aortic bifurcation (15-18 mm), the greater radial force on the contralateral side caused the ipsilateral limb to invaginate, resulting in occlusion at the flow divider. The same day, a femoral-femoral bypass surgery was performed to restore circulation to the lower extremity.

Manufacturer narrative:
Additional device implanted and involved in this event: pxa230300/10792616. The review of the mfg paperwork verified that this lot met all pre-release specifications.